Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after an unknown duration post implant of this 23mm aortic mechanical valve, it was explanted and replaced with a non-medtronic device. The reason for intervention was not reported. No additional adverse patient effects were reported.